Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard pressure rated extension set with y-site(s) experienced defective tubing. The following information was provided by the initial reporter: safety concern; defective product.

Event description:
It was reported that the bd maxguard pressure rated extension set with y-site(s) experienced defective tubing. The following information was provided by the initial reporter: safety concern; defective product.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 2/16/2022 h.6. Investigation: two samples were returned for investigation. Through visual inspection, no defects or damages were observed on either set. The sets were both primed and no leaks or occlusion were observed. Each extension set was attached to primary set 2426-0007 and infused at a rate of 200 ml/ hr. No leaks or issues were observed during infusion. A device history record review for model mx5301 lot number 21095241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined as the failure mode could not be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective/ damaged with lot #21095241 regarding item mx5301. See h.10.